Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that about a year ago she fell and hit her head and afterwards she could not hear when using the audio processor.

Manufacturer narrative:
Additional information: according to the information received from the field a device damage due to the reported external mechanical impact seems likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user reported that about a year ago (B)(6) 2022) she fell and hit her head and afterwards she could not hear when using the audio processor. The clinic was informed and they will decide what the next steps for this user will be. Despite being requested no further information has been received for this case.